Event description:
During the performance of an axillary block by the trans-arterial approach, the physician was sprayed in the eyes with a mix of blood and anesthetic while attempting to inject thru tubing. The spray came thru the wall of the tubing.